Event description:
Caller reported a malfunction on the pump with no notable events occurring prior. The impact to the customer¿s blood glucose level was not adverse as it did not exceed 500 mg/dl. Corrective actions were taken by providing the customer with pump reset information and assisting with resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue happens again, which they understood.